Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smart touch unidirectional sf catheter for which had noise (signal interference) observed on all channels. It was initially reported by the customer that during the operation, leakage current was detected on the patient interface unit (piu) rl input (error code 7). A second device was used to complete the operation. There was no adverse event was reported on patient. The customer's reported current leakage is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 27-sep-2025, additional information was received indicating the current leakage issue was also accompanied with signal interference (noise) on all intracardiac and body surface (bs + ic) channels on both the carto 3 and recording systems. They did not have intact ECG signal available to monitor patient heart rhythm while the affected catheter was inside the patient¿s body. Based on the new information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a signal noise and error 7 "leakage current has been detected" were observed on the carto 3 screen. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional sf approved under p030031/s078. E1. Initial reporter phone: (B)(6). Note: field h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).